Event description:
A customer complained after a patient sample failed to react with e(rh3) positive cell 2 of 0.8% selectogen lot vs345 using ortho mts anti-igg grouping card lot 09012001-16. Complainant/complaint reporter: ms (B)(6) - medical technologist date of event: (B)(6) and (B)(6) 2021 reported on: (B)(6) 2021 by ms (B)(6) to the orthocare helpdesk reagents: 0.8% selectogen lot vs345 expiry date 20 april 2021 ortho mts anti-igg grouping card lot 090120001-16 expiry date 25 june 2021 patient information: transfused; blood group o rhd positive; on (B)(6) 2021 patient had a negative antibody screening result and one unit was administrated at the customer site. The customer reported that on (B)(6) 2021 they had tested a patient sample for antibody screening using 0.8% selectogen lot vs345 and ortho mts anti-igg grouping card lot 090120001-16 in conjunction with their ortho workstation and that they had obtained a negative reaction with cell 2 of the red cell reagent. The customer reported that on (B)(6) 2021, an alternative hospital site had tested a sample from this patient for antibody screening and had identified the presence of an anti-e(rh3) antibody. The customer reported that on (B)(6) 2021, as a result of the positive antibody screening result obtained by the alternative hospital site, they had tested a sample from this patient for antibody screening using the same vial of 0.8% selectogen lot vs345 and ortho mts anti-igg grouping card lot unknown in conjunction with their ortho workstation and that they had obtained a positive reaction (2+ reaction strength) with cell 2 of the red cell reagent. The customer reported that on (B)(6) 2021, they had tested a sample from this patient for antibody screening on eight occasions and that they had obtained five positive antibody screening results (weak to 2+ reaction strength) and three negative antibody screening results. No further detail provided. The customer reported that a negative antibody screening result was reported to the physician. No patient was not harmed as a consequence of the reported events.

Manufacturer narrative:
Discrepant negative reactions in antibody screening for a patient sample with an anti-e(rh3) antibody. The root cause could not be determined. No general product failure was identified. A biased negative antibody screening result was reported to the physician. The patient was not harmed. (B)(4)